Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell ring. This event occurred once. The following information was provided by the initial reporter. The customer stated: as a follow-up, I would like to inform you that my complaint concerns all bioalliance sites (32 sites) equipped with different centrifuges and different storage locations. I am attaching an example of the malfunction, the batches are: batch 2125067, batch 2164897.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2125067, medical device expiration date: 2023-11-30, device manufacture date: 2022-05-05. Medical device lot #: 2164897, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-13. A device evaluation is anticipated,but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell ring. This event occurred once. The following information was provided by the initial reporter. The customer stated: as a follow-up, I would like to inform you that my complaint concerns all bioalliance sites (32 sites) equipped with different centrifuges and different storage locations. I am attaching an example of the malfunction, the batches are batch 2125067; batch 2164897.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and red cell hang up was observed. No red cell ring was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues for lot 2164897. The complaint history review revealed no other complaints identified for this issue on lot # 2125067; no trend was found on this lot number. Based on a review of the device history record for the incident lot #'s, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue on lot # 2164897. + a root cause for lot # 2125067 was unable to be determined and is not included in the corrective and preventive actions. Red cell ring was unable to be confirmed from the photos provided. H3 other text : see h.10.